Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: part# 312.760 lot # 7614139 manufacturing site: werk hagendorf manufacturing date: 22 feb 2012 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the ball and spring from the ball plunger were received fallen apart from the device. Material as biological residue was identified over the surface of the fragments. Spring was also found deformed. A potential cause for the observed condition can be consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. The found residue over the surface may occur during the cleaning/sterilization procedures. However, without concrete evidence or further information, it is not possible to determine the complete potential cause. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the drillsl 7/3.2 ø4.5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery. During the surgery, a small spring and a black foreign object came out from inside the sleeve. The nurse who was in charge of the cleaning procedure upon arrival said they felt something was wrong with the sleeve. Another instrument was used instead, and the surgery was completed without any problems. The surgery was completed successfully with no surgical delay. No further information is available.